Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hyperglycemia after a larger-than-usual meal announcement and ingestion of pasta, with a highest blood glucose of 310 mg/dl and time above range of approximately 2 hours 45 minutes; the user used backup therapy and noted that the device¿s correction algorithm subsequently lowered glucose toward range. Symptoms included elevated blood glucose. Outcomes included temporary limitation in daily activities due to hyperglycemia. Investigation included user interview, device-use history review, and troubleshooting and education. Investigation of this case revealed no device alarms and no device malfunction identified, with contributing factors possibly related to meal size and announcement limitations. It was concluded that the event was consistent with hyperglycemia with cause unclear and that the device operated as designed. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.